Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Two trays damaged when opening the case due to outer case tape. Sterile plastic pouch rip open.